Event description:
It was reported to agilent technologies that the pt was being monitored by the ECG leads on the defibrillator. The pt had a cardiac arrest. Two 200j shocks were delivered. When a third attempt to deliver 200j was made, the screen went blank. The energy select switch was moved to 150j and the screen came back on. Another 200j shock was delivered and the pt's rhythm was restored. However, the screen went blank again. There was no monitoring and the power had to be cycled on and off to restore monitoring.